Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a lead migration. The rep noted that the lead was fractured/damaged/broken.  Pt did have high impedance on contact 10. The rep noted the cause was due to a car accident. Patient states that over the weekend she was in a car accident. Patient states she felt a pop/pulling in her back. Patient state she then contacted hcp to let them know that she was in a car accident. Patient states as of right now she does not notice a difference in her pain relief. Hcp had patient to get an x-ray prior to today¿s appointment. The x-ray indicates that the tips of both leads migrated from t8 down to 10. An impedance check was performed today and contact 10 reports damage 40,000. Contact 10 is not being used for programming. Patient states she has a patient states she has an appointment on friday with ortho and needs to focus on the injuries related to the accident before deciding what she wants to do about stim. It is unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). Rep clarified there was no damage noted, only high impedances noted.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-oct-2026, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 24-jan-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.